Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 via (B)(6). Review of the transmissions show noise on the right ventricular (rv) lead. It was suggested that noise might have been from lead integrity issue. Programming changes were discussed but not performed at this time. There were no adverse consequence to the patient.